Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 520mg/dl, 497mg/dl, 341mg/dl. Tests were done within <10 minutes with a difference of 23%. Patient did not experience any adverse events. No further information has been reported.